Event description:
It was reported the patient has been experiencing symptoms of being dizzy all the time since the device was implanted. There were also reports of the top lead was not installed properly, it should be a big j and it is just on the top of the heart. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.